Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 108-127 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.